Event description:
It was reported that a patient presented to an emergency room, the right ventricle (rv) lead exhibited intermittent failure to capture. The rv lead was capped and replaced on (B)(6) 2025. A new lead was implanted successfully. The patient was stable throughout the procedure.